Manufacturer narrative:
The customer's meter and test strips were provided for investigation. The returned meter and test strips were tested in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor 1 inr: 2.2 inr. Donor 2 inr: 2.9 inr. Donor 1 hct: 60%. Donor 2 hct: 52%. Testing results: donor #1: master lot: 2.2 inr. Customer strip and meter: 2.1 inr. Donor #2: master lot: 2.9 inr. Customer strip and meter: 2.9 inr. All inr values were within the specified maximum difference between measurements. The patient samples were always identified as blood. No error messages occurred. The returned material and the retention material meet specifications. No information was provided that would point to a cause for the result discrepancy.

Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they received an erroneous result for one patient tested with coaguchek xs meter serial number (B)(4). At 9:30 a.m., a sample from the patient was tested on the meter and the result was 6.8 inr. At 9:40 a.m., a sample from the patient was tested in the laboratory with the dade innovin test method and the result was 4.5 inr. The customer believed the meter result to be inaccurate and the laboratory result of 4.5 inr to be accurate. No adverse events were alleged to have occurred with the patient. The patient did not receive treatment based on the meter result. The patient's warfarin dose was reduced based on the laboratory result. The patient's therapeutic range is 2 - 3 inr. The patient's testing frequency is once per month. The patient had no hematocrit issues and does not have antiphospholipid antibodies. The patient's warfarin dose had not changed prior to the meter measurement. The patient does not take heparin or direct thrombin inhibitors. The patient has had no new medications, no changes in diet, and no additional illnesses. The patient does not have any special or unusual diet and there have been no changes in the patient's normal vitamins and supplements. The patient has had no bleeding or bruising. The customer's product was requested for investigation and replacement product was provided to the customer. Relevant retention test strips (lot 168936-11) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were within specifications.